Manufacturer narrative:
Additional information was received indicating there was no patient injury and that patient information was not available (updated h6).

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed no labels were missing, fair condition but the housing was separating. During functional testing, the device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. The reported problem was duplicated. Root cause was found to be an issue with the back-up capacitor. Back-up capacitor was replaced.

Event description:
Information was received regarding cadd legacy plus pump. It was reported that there was a 1720 error code. It is unknown if there was no patient, or clinician injury associated with this event.